Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device in transit

Event description:
It was reported that while the surgeon was trialing the polyethylene bearing, a crack was identified on the post. The surgeon did not request a replacement, but continued the procedure and determined that the defective device would not be used again following the procedure. No patient consequences were reported.

Manufacturer narrative:
The product was evaluated through manufacturing review, however, the reported event could not be confirmed with the information provided. The device history records were reviewed and no discrepancies were identified. Per the instrument/provisional use and care package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. As the device had an approximate field age of seventeen (17) years and six (6) months, the root cause is attributed to wear and tear from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.